Event description:
It was reported that a clearlink system non-dehp soln set leaked from the "top near the patient line". This was identified during a training session on a dummy tummy, after priming was complete. The leak was observed when the cap was still on and solution was dripping under the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.